Manufacturer narrative:
As received, a complete lead was returned in one piece without the stylet. The reported event of stylet was unable to advance into the right ventricular lead was confirmed. Visual and x-ray examinations found the inner coil inside the connector region was overtorqued consistent with procedural damage. The stylet insertion could not be tested due to overtorqued inner coil at the connector region as received. The cause of stylet was unable to advance into the right ventricular lead was due to overtorqued inner coil consistent with procedural damage.

Event description:
During initial implant procedure, the stylet was unable to advance into the right ventricular (rv) lead which resulting in a bend of the rv lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.